Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a ventricular tachycardia that could not be converted with several rounds of anti-tachycardia pacing (atp). Eventually the atp caused the tachycardia to escalate into the ventricular fibrillation zone and the patient received a shock. The shock sent the patient into ventricular fibrillation and subsequent shocks could not convert the patient. The patient then presented in the emergency room where an external shock was used to convert the patient. Programming changes were made and the patient was stable.